Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due lead had much increased thresholds from the time of implant. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high capture thresholds allegation based on normal lead resistance measurements, a passing inner insulation integrity test and inspection which showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due lead had much increased thresholds from the time of implant. A new lead was implanted. No additional adverse patient effects were reported.